Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) pump and reservoir removed due to the ipp not working properly. The patient visited his physician two weeks prior to this surgery, and a test was done that discovered a crack in the pump connecting tube. The cause of the crack was unknown. After this operation, the patient got better.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The flat reservoir was visually inspected and functionally tested. There was wear at a fold in the reservoir shell but no leak was found. This wear would not affect the functionality of the device. The kink resistant tubing was worn to the filament; however, no leaks were present. The momentary squeeze pump was visually inspected and no leaks were found. The tubing was identified to be cut down to the pump block and was not returned for analysis. The pump was functionally tested and failed the 8lb activation test (2) as it required more than 8lbs of force to activate. The reported hole was not confirmed but the issue found with the pump would affect the functionality of the device. Based on the investigation results an evaluation conclusion code of cause traced to component failure was assigned.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) pump and reservoir removed due to the ipp not working properly. The patient visited his physician two weeks prior to this surgery, and a test was done that discovered a crack in the pump connecting tube. The cause of the crack was unknown. After this operation, the patient got better.